Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. Reportedly, he cartridges had been filled with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer changed the pump supplies multiple times to address the issues. It was also reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer was cleaned the speaker holes of debris and successfully resumed insulin delivery. There customer's blood glucose level ranged from 194-200 mg/dl.